Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultraping meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 7:42pm, he developed symptoms of ''feeling nauseated and weak, of frequent urination and of vomiting.'' Ten minutes later, the patient reported blood glucose results of ''304, 212, and 337mg/dl'' with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes with the insulin pump and took his usual dosage of 35 units of novolog in response to the reported issue. Shortly after, the patient claimed to have been taken to the emergency room (ER) where he was administered with IV fluids. The patient also stated that his blood glucose level was tested on the same day with the ER/hospital meter and obtained the following results of ''365, 317, 200, and 150mg/dl.'' At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient had thrown the test strips away. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was already symptomatic prior to the start of the reported issue and the symptoms, treatment, and the test results obtained from the healthcare professional device correlated with the lfs meter test results. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.